Event description:
It was reported that during the routine a follow-up visit the patient told the physician that the alert had been ringing for a month. During the device interrogation it was confirmed that a power on reset occurred on (B)(6) 2011. It was also noted that the patient remembered being at the airport security gate at the same time the power on reset occurred. The device was released from the reset status and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.